Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional four proglide device is filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with five proglide devices using the pre-close technique via an 8f sheath prior to a endovascular aneurysm repair (evar) procedure. Reportedly, a suture break occurred with all five proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.